Event description:
The customer's grandmother stated that when they attempted to deliver a bolus of 0.1 units, the insulin pump somehow delivered a bolus of 10.0 units. The customer's blood glucose reading was 165 mg/dl at the start of the phone call. The customer's grandmother gave him juice, glucose tabs and icing in an effort to prevent a hyperglycemic event. However, the customer's blood glucose reading dropped to 44 mg/dl during the phone call. Paramedics were called to assist the customer. It was later learned that the customer was subsequently hospitalized due to hypoglycemia. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.